Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two weeks post implantation of the right ventricular (rv) lead that the rv lead exhibited high thresholds and dislodgement was also noted and that the lead had pulled back. The lead was revised and remains in use. No patient complications have been reported as a result of this event.